Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected thyroid stimulating hormone (tsh) results were obtained from samples from multiple different patients using vitros immunodiagnostic products tsh reagent lot 7420 and lot 7430 processed on a vitros 3600 immunodiagnostic system. The results were lower than expected when compared to the results from multiple non-vitros methods using the same patient samples. Additionally, one vitros tsh patient sample result was considered higher than expected when compared to the corresponding non-vitros method result for the sample. Vitros tsh reagent lot 7420 results vs a non-vitros beckman coulter method: patient 2 vitros tsh result of 0.22 miu/l (hyperthyroid) vs the expected result of 3.2 miu/l (euthyroid) patient 3 vitros tsh result of 0.077, 0.09 miu/l (hyperthyroid) vs the expected result of 1.41 miu/l (euthyroid) patient 4 vitros tsh result of 7 miu/l (hyperthyroid) vs the expected result of 0.79, 0.83 miu/l (euthyroid) patient 5 vitros tsh result of 0.07 miu/l (hyperthyroid) vs the expected result of 1.41, 1.4 miu/l (euthyroid) vitros tsh reagent lot 7420 results vs non-vitros siemens methods: patient 6 vitros tsh result of 0.111 miu/l (hyperthyroid) vs the expected result of 1.55 miu/l (euthyroid) patient 7 vitros tsh result of 0.199 miu/l (hyperthyroid) vs the expected result of 1.43 miu/l (euthyroid) patient 8 vitros tsh result of 0.146 miu/l (hyperthyroid) vs the expected result of 2.31 miu/l (euthyroid) patient 9 vitros tsh result of 0.077 miu/l (hyperthyroid) vs the expected result of 1.37 miu/l (euthyroid) patient 10 vitros tsh result of 0.39 miu/l (hyperthyroid) vs the expected result of 0.483 miu/l (euthyroid) patient 11 vitros tsh result of 0.036 miu/l (hyperthyroid) vs the expected result of 0.88 miu/l (euthyroid) patient 15 vitros tsh result of 0.070 miu/l (hyperthyroid) vs the expected result of 1.141 miu/l (euthyroid) patient 16 vitros tsh result of 0.318 miu/l (hyperthyroid) vs the expected result of 5.650 miu/l (hypothyroid) patient 18 vitros tsh result of 0.071 miu/l (hyperthyroid) vs the expected result of 11.521 miu/l (hypothyroid) vitros tsh reagent lot 7420 and lot 7430 results vs a non-vitros beckman coulter method: patient 19 vitros tsh result of 0.157 0.159 miu/l (hyperthyroid) vs the expected result of 3.3 miu/l (euthyroid) patient 20 vitros tsh result of 0.089 0.082 miu/l (hyperthyroid) vs the expected result of 2.816 miu/l (euthyroid) patient 21 vitros tsh result of <0.015 <0.015 miu/l (hyperthyroid) vs the expected result of 1.521 miu/l (euthyroid) patient 22 vitros tsh result of 0.098 0.08 miu/l (hyperthyroid) vs the expected result of 1.548 miu/l (euthyroid) patient 23 vitros tsh result of 0.308 0.318 miu/l (hyperthyroid) vs the expected result of 5.65 miu/l (hypothyroid) patient 24 vitros tsh result of 0.072 0.071 miu/l (hyperthyroid) vs the expected result of 11.521 miu/l (hypothyroid) patient 25 vitros tsh result of 0.065 0.07 miu/l (hyperthyroid) vs the expected result of 1.14 miu/l (euthyroid) patient 26 vitros tsh result of 0.146 0.153 miu/l (hyperthyroid) vs the expected result of 2.926 miu/l (euthyroid) patient 27 vitros tsh result of 0.092 0.077 miu/l (hyperthyroid) vs the expected result of 1.37 miu/l (euthyroid) patient 28 vitros tsh result of 0.395 0.39 miu/l (hyperthyroid) vs the expected result of 0.48 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It is unknown if any of the above vitros tsh results were reported from the laboratory. However, the customer stated that physicians have questioned multiple vitros tsh patient sample results as being lower than expected. There were no reports of any inappropriate alteration in patient treatment due to vitros tsh results. There was no reported allegation of patient harm as a result of this event. This report is number four of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected thyroid stimulating hormone (tsh) results were obtained from samples from multiple different patients using vitros immunodiagnostic products tsh reagent lot 7420 and lot 7430 processed on a vitros 3600 immunodiagnostic system. The results were lower than expected when compared to the results from multiple non-vitros methods using the same patient samples. Additionally, one vitros tsh patient sample result was considered higher than expected when compared to the corresponding non-vitros method result for the sample. A definitive assignable cause of the event was not able to be determined. The most likely cause for the lower than expected vitros tsh results is an unknown interferent present in the patient samples that affects the vitros tsh method but not the non-vitros methods. According to the vitros tsh instructions for use, specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples. However, the customer did not provide any information in regards as to if the affected samples were from patients who were taking biotin supplements or any additional supplements. Additionally, no further testing using the patient samples was performed. The customer did not provide any information about the quality controls used for vitros tsh at the customer site upon request. Therefore, quality control results using the vitros tsh reagents were not able to be evaluated, and a reagent related issue cannot be ruled out as a contributor of the event. However, the customer did not report any issues with vitros tsh quality control results. Additionally, the customer did not provide any information about how the samples were processed prior to testing as well as how the samples were stored between the testing events. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. No precision testing was performed on the vitros 3600 system upon request and therefore, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. However, results were concordant on the vitros 3600 system using two different lots of vitros tsh reagent indicating that the issue was not likely instrument related. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7420 or 7430.